Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: initial reporter last name: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device is not returning for evaluation as, to date, it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was scratch in the optics area of the intraocular lens (iol) after implantation into the eye. The surgeon also mentioned that the insertion process was not as smooth as usual when advancing the plunger of the preloaded device. Day one (1) post-operative visual acuity (va): s = +0.25, c = -0.75 with no complaint from the patient. No further information was provided.